Event description:
During a cryoablation procedure, four needles were tested with no issues. During the last freeze, the shaft presented frost. Saline was applied to the patient's skin to prevent frost bite. The case was completed as expected with no injury to the patient. The needle will be returned.

Manufacturer narrative:
Device evaluation: the needle was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The investigation testing results showed insufficient vacuum insulation of the internal insulation sleeve. Investigative testing was unable to confirm the cause of the internal component failure. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. In this case, the patient's skin was protected with saline and the procedure was completed successfully. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
During a cryoablation procedure, four needles were tested with no issues. During the last freeze, the shaft presented frost. Saline was applied to the patient's skin to prevent frost bite. The case was completed as expected with no injury to the patient. The needle will be returned.